Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: abdominoplasty. Cathplace: unk. Date of surgery: (B)(6) 2013. It was reported that a pt's catheter broke. The pt noticed that one of the catheters had just cracked off inside of her. The second catheter came out just fine. The pt went to the hospital and an x-ray was taken, but the catheter could not be seen. Event date is unk at this time. Note: the reported lot number given by the facility 0200668651 belongs to the kit (pm028-a). The catheter's lot number and mfg date are provided in this report.

Manufacturer narrative:
Method: it is reported that the sample device will be available for return, at this time it is pending return to the MFR. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specs prior to release. Conclusions: a f/u report will be filed when the investigation is complete. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.